Manufacturer narrative:
The sample was serum. The customer is a reference laboratory, all samples are collected and processed off-site. Per customer, qc was acceptable prior to and after the event. A field service engineer (fse) was on-site (B)(4) 2011. Fse replaced the sample pipettor proactively because it looked old. Fse also stated the customer's system checks were all passing within specifications. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc (bci) regarding false negative results for hybritech psa results generated by the access 2 immunoassay system for multiple patients. The results for the patient were requested but not provided by the customer. The data for the other patients are documented in MDR #s 2050012-2011-00543, 2050012-2011-00544 and 2050012-2011-00545. It is unknown if there was any change to patient treatment in connection with this event.